Manufacturer narrative:
(B)(4).

Event description:
It was reported during follow up, the physician noticed the capture treshold increased. The other parameters were stable but the physician decided to explant and replace the lead. A new lead was implanted with optimal parameters. No lead damage was observed on the old lead. The patient's condition was reportedly fine.